Event description:
It has been reported that the bd¿ insulin pen needle has been found with the cannula breaking off during use. The following has been provided by the initial reporter: needles break off during use

Manufacturer narrative:
H.6. Investigation: one open 31g x 5mm pen needle sample was returned from lot. No. 7248628, cat. No. 325104. Visual examination was carried out on the returned sample and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned sample therefore no root cause can be identified. H3 other text : see h.10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ insulin pen needle has been found with the cannula breaking off during use. The following has been provided by the initial reporter: needles break off during use.